Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing. There were no adverse consequences associated with the event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was corrosion build up throughout the internal components. The motor cartridge, rotor assembly bearings, and upper head assembly were replaced.